Event description:
It is reported that the conductor link was is extending out from the ear canal. The fmt was not attached to the lead which had extruded from the ear canal. The case was discussed at the clinics multidisciplinary team implant meeting. Explantation and revision of client_s radical mastoidectomy is planned but it is not known at this stage whether she will be reimplanted. Explantation is considered but no date has been scheduled as of (B)(6)2023.

Manufacturer narrative:
Additional information: according to the information received from the field the device is not providing benefit due to an extrusion of the conductor link into the external ear canal. Explantation is planned but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the conductor link was is extending out from the ear canal.

Event description:
It is reported that the conductor link was extending out from the ear canal. The fmt was not attached to the lead which had extruded from the ear canal. This device was explanted on (B)(6) 2023. There was no reimplantation due to infection. No cultures were taken from the wound. The user had a radical mastoidectomy a few years ago but a blind sac closure was not performed. The conductor link of the device had extruded through the mastoid cavity and into the ear canal. According to the surgeon, the user did not have any ear cleaning procedures prior to the extrusion of the conductor link.

Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted due to the extrusion of the conductive link into the external ear canal. In addition it is reported that the floating mass transducer was no longer attached to the lead. The damage was confirmed during device investigation, which might have been caused by manipulation of the extruded conductor link. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.